Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
The returned locking bar was evaluated and was found to have been manufactured within specifications. Visual examination of the bar revealed no issues that would have contributed to a failure as described.

Event description:
It was reported that a patient underwent total knee arthroplasty (B)(6) 2014. Subsequently, patient was revised (B)(6) 2014 due to a loose locking bar that had backed out. The locking bar was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects,it states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.